Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use were not provided. It was reported that the patient had a personal therapy manager (ptm) but stopped using it because she felt like it was too much medicine the last time she used it. No patient or device information, event date, specific symptoms, troubleshooting, cause, or pump medications were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.